Event description:
It was reported that the insulin pump alarmed lost sensor shortly after the customer had inserted the sensor. She stated that she removed the sensor and found there was no longer any visible cannula. The blood glucose reading was 242 mg/dl. She noted that she felt the introducer needle go into her body during the insertion but she was not sure if anything had gone wrong. It could not be verified whether the sensor cannula had broken nor the cause of the issue. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed a visual inspection and found the sensor cannula was retracted. It was unable to be confirmed whether the customer received the sensor in said condition due to the customer having returned the sensor opened/used. No needle was returned.